Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 15 days after the dental implant was installed in intraoral region #20, its non-osseointegration was observed. Thirty-five (35) ncm of primary stability was achieved. The patient presented bone type iii.